Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsil & adenoid procedure, metal pieces came off the evac wand. The pieces were removed from the patient by suction. The procedure was successfully completed using the same device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been heavily used. Two electrodes have eroded. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found it registered settings (7,3). Coagulation and plasma were generated with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.